Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported issue appears to be related to a potential product issue; therefore, exception (issue) 133683 was initiated on 19-dec-2024 to evaluate whether a product quality issue exists. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A mitraclip procedure was being performed to treat mitral regurgitation (mr). During preparation of the steerable guide catheter (sgc) physicians were unable to flush the dilator. They tried flushing with and without a stopcock. They were unable to move any flush through the flush port. At one point the physician backloaded a j wire to see if there was an obstruction. The sgc was replaced with another to continue with the procedure without further issue.